Event description:
A customer obtained falsely negative quality control results for hcv and hbsag assays over a six day period. The investigation determined this event to be consistent with a malfunction which could cause false negative troponin I. Ckmb and beta-hcg pt results to be reported. There was no report of pt harm as a result of this event.